Event description:
Male infant has congenital cataract, and needs eye occlusor daily. Found beirsdorf occlusor to be satisfactory until MFR changed adhesive. Now pt unable to use because of harsh adhesive and skin sensitivity to product.